Event description:
It was reported that 294 days after a coronary artery drug eluting stenting treatment procedure the pt expired from lung cancer. The index procedure treated one target lesion. Target lesion 1 was thrombosed 2.75mm vessel diameter, 95% stenosed region of the ramus artery. The lesion was 16.0 mm in length. The phisician predilated the lesion prior to placing one taxus express2 8.8% 2.75x20 mm drug eluting stent without complication. Residual stonesis was 0% after deployment. The pt was discharged from the host 1 day post index procedure receiving asa and plavix. The site reported that the pt expired 294 days pat index procedure from lung cancer. In the opion of the physician there was no target vessel invlovement with the event. No autopsy was performed.